Event description:
It was reported that the patient complained of ams 700 inflatable penile prosthesis not inflating and pain when pumping. The patient consulted with his doctor and it was found that the device was not cycling correctly.